Event description:
Reporter alleged obtaining the results of 289 mg/dl and 142 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2010, a pt underwent a carotid artery stenting and angioplasty procedure using a gore flow reversal system (gfrs) for embolic protection. The gfrs was placed and flow reversal was established. Some resistance was felt while advancing a guidewire and pre-dilatation balloon through the distal end of the gore balloon sheath (gbs). The lesion was pre-dilated and a stent was placed and post-dilated. Following post-dilatation, it was discovered that the gbs balloon had lost volume. It is not clear when the balloon deflated. The case was completed and the pt is doing well.